Event description:
Reporter stated there are black lines on the display of the infusion device and the information is distorted. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).